Manufacturer narrative:
Investigation in process.

Event description:
Event timing: prior to surgery. Event detail: it was reported that when the instrument tray was opened in the operating room, the instrument was found damaged. The pt was already under spinal anesthesia and had to be taken to recovery. The surgery was successfully completed at a later time. Impact to person affected: the surgery was successfully completed seven days after the originally scheduled surgery.